Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found part missing from the camera connection end. Based on the results of the investigation, the definitive root cause of the issue could not be determined. A device history record review revealed no issues that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device seemed to have a part missing from the camera connection end. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause cannot be identified. In addition, the following reportable malfunctions were identified during the device evaluation: camera cable unit is broken and flooded. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device seemed to have a part missing from the camera connection end. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the additional mfg narrative. Corrected fields: h11. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. A device history record review revealed no issues that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device seemed to have a part missing from the camera connection end. There were no reports of patient harm.

Event description:
It was reported that the subject device seemed to have a part missing from the camera connection end. There were no reports of patient harm.